Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with motor error alarm during rewind due to the encoder being out of phase. Unable to perform the displacement test due to the constant motor error alarm. The device was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during rewind. No further information reported.